Event description:
Caller reports of customer not being able to remove sensor from the body, not even with the serter. Caller was educated on the proper procedure for inserting and removing sensor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.